Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Additionally, it was reported that the customer experienced an incomplete bolus alert. Subsequently, the customers blood glucose level was "high"; although specific value was not provided with moderate ketones. A manual correction injection was administered to address bg. Ultimately, customer reverted to an alternate method of insulin delivery.